Event description:
It is reported that the patient was revised due to osteolysis, pain, wear and breakage of the poly surfaces.

Manufacturer narrative:
Evaluation summary: intraoperative records were received and indicate that the implants were initially implanted on (B)(6), 2007 but, do not indicate a possible root cause for revisions. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation: dimensional analysis reveals the components are conforming to print specifications. Visual inspection shows that the components are in relatively good condition. Device history records indicate all components were manufactured and inspected to specification.